Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics were not provided.

Event description:
It was reported from (B)(6) that one month prior the plastic piece on top of burette had "broken" off. Chemotherapy product had been primed into the tubing by the pharmacy two hours prior to therapy. The chemotherapy agent was about to be started until the plastic piece broke off, spilling chemo into the bag that it was delivered in. This caused a 30 minute delay in starting therapy. The exposure was contained to the biohazard bag that the chemo was delivered in. Chemo started approximately thirty minutes late. There was no patient involvement. Although requested, additional information was not provided.